Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with serial number label stained, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (24.9 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a current blood glucose value of 400 mg/dl. The customer was treated with the insulin pump and manual injection/insulin pen. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was not active at the time of the event. The customer was claiming that there may be something wrong with the bolus delivery of the pump. The significant event leading to admission was a sensor glucose reading of the customer remains at 400mg/dl. The symptoms the customer reported at the time of hospitalization event were a terrible taste in the mouth and the hospitalization treatment was an emergency room visit. The customer added that she may be placed on an IV insulin drip but it has not been started yet. No further patient complications were reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.